Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). The device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a deep anterior lamellar keratoplasty/dalk procedure on unknown date and suture was used. After ten-fifteen days from the procedure, the suture broke off and the patient underwent another surgery. Additional information has been requested.